Manufacturer narrative:
This report is filed on july 08, 2019. (B)(4).

Manufacturer narrative:
This report is submitted april 18, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement. Reprogramming attempts were made; however, this did not resolve the issue. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.